Manufacturer narrative:
Investigation: accordingly, we would like to give a summary of our results regarding the reported issue. The device in question was not returned to karl storz tuttlingen. Therefore, a technical inspection is not possible. The issue was assessed based on the description of the problem provided by the customer. The evaluation of the data provided revealed the following: the most likely cause of this damage is that the adhesive bond was compromised due to prolonged contact with the electrode or the number of treatments, which could have caused the ceramic insert to come loose. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the tip of the electrode was damaged, and a portion of the damaged part fell into the abdominal cavity. The fallen object has been retrieved. Procedure was completed successfully. No negative impact in state of health reported.